Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens implant procedure, it was noted that the insufficient iol power was implanted. The iol was exchanged for another lens approximately 2 months following the initial implant procedure. Additional information was requested.

Event description:
Additional information was received that, the symptoms has been resolved.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal from the eye. One haptic is going through a drain hole in the lens case and visible from underneath the lens case. The opposite haptic is broken in the distal area (not returned). The half with the broken haptic has been crushed on top of two posts in the lens case causing a long crack in the optic. A piece of edge material is broken off where it is crushed on a post. A power and resolution inspection could not be conducted due to extensive damage. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause for the removal of the iol could not be determined. The change in diopter strength may indicate the original lens was not the optimal choice for the patient. The manufacturer internal reference number is: (B)(4).